Event description:
On (B)(6) 2011, pt reported the infusion device programmed a bolus on its own and it is not responding to button presses. Pt stated she was just sitting and did not even have the infusion device in hand or pressing any buttons. Pt reported all of a sudden the infusion device began beeping and her basal rate was not on the screen. Pt stated the infusion device began scrolling numbers. Pt stated she unhooked the infusion device and then the device began to give her a bolus of 10.0 units of insulin. Pt reported she was unhooked at the time and did not received any of the insulin. Pt stated she put the infusion device in the run mode and the device displayed the a8 (bolus cancelled) error message. Pt reported she attempted to clear the error by pressing the check button 2 times but the infusion device would not respond to button presses. Pt stated she attempted several times to clear the error, but the check button would not respond. Pt reported she had to remove the battery from the device to clear the error. Pt stated she inserted a new battery in the infusion device, and upon inserting the new battery, the e8 (power interrupt) error message displayed on the infusion device. Pt reported she was able to clear that error by pressing check twice. Pt stated she did not initiate the bolus. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.